Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and lead component due to high impedances. It was noted that the patient outcome, in post-op, was that they had proper stimulation. Follow up information received 3 days later confirmed that the ins and lead were replaced due to high impedances and that there were no fractures of the lead noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0e9fc, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 3889-28, lot# va0e9fc, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).